Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The field service engineer (fse) confirmed reported problem of the primary alarm failure. The fse replaced the speaker assembly and the device was returned to full functionality. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a report error occurred. There was no patient involvement.